Event description:
Patient underwent acdf using a fortos-c plate and screws on (B)(6) 2021. The surgeon could not fully seat the top set of screws resulting in the screw heads to sit proud and prevent the blocking mechanism from rotating 90 degrees to the locked position. The surgeon elected to leave the top set of screws (2 screws) without the blocking mechanism engaged. Routine follow up imaging revealed these unblocked screws had backed out. This was initially identified around (B)(6) 2021. The patient was asymptomatic. At that time no revision procedure was scheduled and the surgeon continued to monitor the patient. The surgeon indicated a he wanted to revise the patient to remove the backed out screws to prevent further complications. Revision was scheduled for (B)(6) 2021. The patient was asymptomatic up to the revision surgery. Surgical intervention was performed on (B)(6) 2021 to revise the backed out screws. The surgeon replaced the fixed angled screws with variable angle screws to correct the screw back out. The screws fully seated and the surgeon was able to rotate the blocking mechanism into place. The procedure was completed without further complications. Patient doing well immediately post op.

Manufacturer narrative:
The information that has been provided indicates that as a result of the events captured in a previous complaint contributed to this reportable event. During the 2 level acdf implantation case, the surgeon had difficulty implanting 2 fixed angled screws into the top/c5 vertebrae. The screw angles at which they were inserted resulted in the screw heads sitting proud of the screw holes. The top blocking mechanism of the plate could not be actuated and was left in the unlocked position. This unlocked position resulted in no anti-back out feature for the top 2 screws. Previous investigation determined this complication to be a use error with no indication of death or serious injury. During routine follow up, imaging on an unknown date revealed these unblocked screws had backed out. The patient was asymptomatic. The surgeon indicated he planned to revise the patient, but no revision was scheduled at the time of this discovery. The patient was monitored for approximately 2 months. The surgeon then indicated a revision was scheduled for (B)(6) 2021. The surgeon decided to remove the backed out screws to prevent future complications. The revision was completed on (B)(6) 2021 where the surgeon removed the top 2 fixed angle screws in the c5 vertebrae. These screws were replaced with variable angle screws. The screws were fully seated and the blocking mechanism was properly engaged. No complications arose from the revision surgery. The complaint was determined to be reportable as a use error led to screw back out (hazardous situation) which resulted in surgical intervention to preclude serious injury. DHR review did not find any problems during manufacturing. Complaint history found the rate of complaints to be within estimated rates within the dfmea. The risk assessment determined the associated risks were identified and mitigated in relation to the chain of complaints leading to surgical intervention. No removed devices were provided for evaluation. Testing of sample devices for fit and function were completed under a previous investigation. The testing determined the devices met their intended specifications. Medical review of the complaint and x-rays provided suggested the plate length was too long for this construct. This observation noted the plate extends past the most caudal vertebrae and the screws are placed in the upper portion of c5 where there is apparent degeneration of the vertebral body. The complaint investigation determined the cause of the event to be linked to the initial use error when implanting the screws. This submission is for 1 of 3 devices involved in the event.